Event description:
It was reported that this right atrial (ra) lead was capped due to other non-product experience. A new ra was successfully implanted. No additional adverse patient effects were reported.